Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. No product was returned for analysis. A specific cause for the reported bleeding cannot be conclusively determined. Multiple attempts for additional information were sent to the account; however, none was provided. Analysis of the submitted system controller log file showed that the device appeared to be operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 19mar2019 stated that the patient was transplanted on (B)(6) 2018. This was a result of the pump stoppages and the pump will be returned for evaluation.

Manufacturer narrative:
Approximate age of device - 1 year 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had over 200 pi events the day before the visit and then 17 pi events the day of the visit. The patient was hypotensive with low h/h and CT that revealed some bleeding. Review of the log file by manufacturers technical services representative confirmed the pi events. No other unusual events were reported or found.

Event description:
Additional information stated that the patient came in for pump stoppages and was listed for heart transplant. The health care provider(hcp) wanted the patient to have a cholecystectomy prior to heart transplant due to cholelithiasis, and the gi bleeding was found as a result of this. The patient complained of stomach pain as a result of the cholecystectomy and received a CT scan. The patient was asymptomatic otherwise.the patient had a balloon enteroscopy on (B)(6) 2018 showing a few mucosal papules (nodules) found in the stomach. Treated with argon plasma coagulation. A few non-bleeding angiodysplastic lesions in the duodenum were treated with argon plasma coagulation (apc). A few bleeding angioectasias in the jejunum treated with argon beam coagulation. An area in the distal jejunum was tattooed. It was stated that as of (B)(6) 2018 the patient was doing great with no bleeding. The patient was listed as status 1 for heart transplantation.

Manufacturer narrative:
Additional information: the patient was successfully transplanted on (B)(6) 2018 due to suspected driveline damage (unrelated to the event reported under this submission). Analysis of the explanted pump will be reported by the manufacturer under MFR. Medwatch # 2916596-2018-04802.